Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported upstream occlusions alarms when none present, which was reproduced during evaluation. A review of the event history log identified upstream occlusion messages. The reported condition was verified. The cause was determined to be a failing upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system upstream occlusions when none present. There was no patient involvement. The process step was not provided by the reporter. No additional information is available.